Event description:
The tech alleged that the brake caster will swivel in the locked position. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters, hex rod, and installed a brake steer upgrade kit to resolve the issue.